Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer's mother did not know customer's blood glucose level. Customer's mother does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer's mother was advised to discontinue use of the device and revert to back up plan. Device also alarmed no delivery, but was unable to troubleshoot due to customer was not there. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.